Manufacturer narrative:
The customer reported a replace sensor error message with the freestyle librelink application. Abbott diabetes care attempted to replicate the reported issue and the reported configuration of the device (motorola moto g34 5g) is not compatible with the freestyle librelink application. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and the incompatible configurations were used, this complaint is therefore not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with a motorola g34 5g with android operating system version 14. The customer received an unspecified error message and was unable to obtain glucose readings. As a result, the customer experienced hypoglycemia with symptoms described as spasms and a loss of consciousness and was unable to self-treat, requiring healthcare professional (hcp) administration of unspecified treatment. After treatment, a hcp meter reading of 194 mg/dl was obtained but no further treatment was indicated. There was no report of death or permanent impairment associated with this event.